Manufacturer narrative:
Initial reporter's phone number: (B)(6). Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a 550cc mentor ce low height tissue expander had ruptured. The information provided was limited and mentor, with the available information, estimated that the patient had the tissue expander implanted around october 7, 2019 and had it explanted on (B)(6) 2021. Per mentor's instructions for use for tissue expanders, they are not intended for use beyond six months, therefore, this will also be reported as off-label use. No information was provided whether the patient had replacement. Follow-ups were performed to acquire additional information but none was made available. If additional information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that it was erroneously indicated in the initial report, sent on (B)(6) 2021, that the device's instruction for use (IFU) indicates that the device was not intended for use beyond six months. However, upon secondary review, mentor became aware that the device's IFU does not indicate such limits. Medical device problem code a2304 (off-label use) has been removed to accurately capture the event. Manufacturer¿s reference number: (B)(4) section h. Medical device problem code a2304 (off-label use) has been removed to accurately capture the event.